Manufacturer narrative:
(B)(4).

Event description:
During a refill, they were expecting 17 ml; the actual volume was 19 ml. They noted some blood, so they refilled the pump with preservative free saline. They were able to inject 20 ml and also aspirate 20 ml; there was a tinge of blood in the fluid. The skin over the pump wasn't boggy and they knew they were in the pump. The pump was superficial per the physician and the pt was usually an easy fill. They had no trouble at all when filling with saline or aspirating. Add'l info has been requested. A f/u report will be sent if add'l info becomes available.